Manufacturer narrative:
It was reported that there was a arterial bubble sensor defective error message. The failure occurred during treatment. The operator had to use the emergency drive hand crank until they were able to exchanged the cardiohelp. A getinge field service technician (fst) was sent for investigation and repair on 2022-10-20 and 2022-11-03. The reported issue could not be reproduced. Therefore no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log file review was performed on 2022-11-17. It could be confirmed that on (B)(6) 2022 multiple arterial bubble sensor defective error messages were logged. An exact root cause could not be determined. However, with reference to the current risk file, the following possible causes could be linked to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor); connection of non-compatible sensor; environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage); and/or sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The device was manufactured on 2021-09-07. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(4), elo#: (B)(4)) was reviewed on 2022-11-17. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "arterial bubble sensor defective error message" could be confirmed, however no device related malfunction could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that there were arterial bubble sensor defective error messages displayed on the cardiohelp during treatment. The operator had to use the emergency drive (hand crank) and the cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).